Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent explantation occurred. The 95% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A guide wire successfully crossed the lesion and pre-dilation was performed. Due to vague flow, a 2.75 x 38 synergy¿ drug-eluting stent was implanted in the proximal portion of the lesion first. Then distal flow was reserved and a 2.50 x 28 synergy¿ drug-eluting stent was attempted to be delivered to the distal portion of the lesion, however, the 2.50 x 28 synergy¿ stent could not cross through proximal implanted 2.75 x 38 synergy¿ stent. The 2.50 x 28 synergy¿ stent was withdrawn but it was caught by proximal stent strut and the implanted 2.75 x 38 synergy¿ stent also came out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was severely stretched. Examination of stent struts did not identify any fractures/breaks in the stent struts. A manufacturing review of the stent profile was performed and the maximum crimped stent od (outer diameter) was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the already placed stent and the synergy stent. The balloon cones were reviewed and no issues were noted. The balloon folds were open and appeared to have been inflated and deflated. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05350. It was further reported that the explanted stent was noted to be damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the explanted stent was noted to be damaged.